Manufacturer narrative:
If implanted, give date: information unknown/ not provided. If explanted, give date: not applicable as the device remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. (B)(4). Device evaluation: the product was not returned for evaluation as the lens remains implanted. Therefore, a product testing could not be performed. The complaint photo provided by the customer was evaluated by johnson & johnson subject matter experts (sme¿s) and it was determine that the image was too blurry to confirm the degree of the machine lines. However, the reported issue was verified. Based on the evaluation of the photo it was determined that further investigation was required. Additional photos were requested but the customer was unable to provide additional pictures. Manufacturing record evaluation: the manufacturing records for the device were reviewed and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search in complaint system revealed no other complaints have been received for this production order number. As a result of the investigation, a product quality deficiency was identified. The manufacturing process contains the controls to identify and discard units with the reported issue. Per process failure mode and effects analysis (pfmea) procedure this is a low risk occurrence. Therefore, no escalation is required. Conclusion: as a result of the investigation a product quality deficiency was identified and the reported issue was verified. However, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that, post implantation of the intraocular lens (iol), the surgeon checked the lens with a slit lamp and observed a circular line (concentric mark) on the optic. Reportedly, there was no problem with the patient¿s visual acuity. Therefore, the iol remains implanted to date. There was no patient injury reported. No further information was provided.